Event description:
It was reported that a user experienced hyperglycemia while using the ilet system after being off the pump for several hours due to running out of insulin, with subsequent persistent high glucose alerts and a fingerstick reading of 583 mg/dl despite recent infusion set change and guided troubleshooting that included site replacement, tubing priming, and cannula fill. Symptoms included fatigue and feeling cold with warm skin. Outcomes included the need for troubleshooting and education regarding supply changes and guidance to seek medical care for treatment decisions. Investigation included technical support review and user-guided troubleshooting of the infusion set and tubing. Investigation of this case revealed an unclear cause of hyperglycemia, with potential infusion site or supply performance not confirmed. It was concluded that the cause of the reported hyperglycemia was not determined and that the event was addressed through troubleshooting and user education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.